Event description:
It was reported that this right ventricular (rv) lead was found to have delivered an inappropriate shock due to suspected fractured during a routine follow up appointment. Review of device data determined this lead also exhibited high out of range pacing impedance and threshold measurements. This lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported.